Event description:
On or around 3/13/98 the account rec'd an erratic bhcg result of 65 miu/ml. The sample was retested, giving <5 miu/ml, which was reported. Further pt and sample info has been requested but has not been rec'd.

Manufacturer narrative:
Analysis of specimen integrity/sample was performed by an abbott rep. The investigation indicated fibrin in samples was a possible issue. The abbott system operations manual (feb 96), section 7, operational precautions and limitations, page 7-4, states to "examine pt samples to verify integrity. Fibrin, rbc's, and particulate matter in samples (p 10-268) is sited as a probable cause for "results erratic, discrepant, and/or experiencing imprecision" in subsection "observed problems," in axsym system operations manual, section 10 - troubleshooting and diagnostics. Customer was advised on appropriate procedures to be used before placing specimens and reagents on axsym system. Adequate labeling exists to minimize risk to pt results. This is the final report.

Event description:
On or around 03/13/1998 the account reported an erratic bhcg result of 204miu/ml. The result was questioned by the physician and the sample was retested, giving 8.4 miu/ml. A second aliquoted sample was also run and gave 7.3 miu/ml. Further pt and sample information has been requested but has not been received.

Event description:
On or around 3/13/1998 the account rec'd an erratic bhcg result of 12 miu/ml. The sample was retested, giving 127/127/128 miu/ml. A result of 127 miu/ml was reported. Further pt and sample info has been requested but has not been rec'd.